Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (unk mg/ml at unk mg/day) and bupivacaine (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in the emergency room (ER) with overdose symptoms after having her pump refilled and they were giving her narcan. The healthcare provider (hcp) wanted to emergency stop the pump. The technical services (tss) emailed emergency stop procedure document, provided the number for the physician listed and provided the number to the national answering service (nas). The tss asked if the pump pocket site looked red/swollen for possible pump pocket fill and the hcp stated that everything looked normal. The hcp did not know if dose was recently increased because patient was "out of it."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.